Event description:
It was reported that the system could not convert the patient's arrythmia. Multiple shocks were given until therapy was exhausted. The patient required hospitalization. During the arrhythmia, there was some undersensing due to decreased amplitudes. Also, the shock impedance was high at 127 ohms. The doctor elected to explant the system and implant a transvenous system. There were no additional adverse patient effects.